Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 400 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and the buttons were unresponsive. Customer stated that the insulin pump could have been exposed to moisture that led to button error or keypad anomaly. Button error troubleshooting was performed and confirmed that time is advancing. Customer also reported to have experienced a high blood glucose of 400 mg/dl and no form of treatment was reported. No high blood glucose troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The device had no button error alarm noted. However act, esc and arrow buttons did not respond due to corroded keypad traces. The insulin pump was received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.